Manufacturer narrative:
If implanted, give date: (B)(6) 2013. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain occurred. In (B)(6) 2013, a 2.75x16mm promus element plus stent was implanted on an unspecified lesion. In (B)(6) 2014, the patient was admitted to the hospital. It was noted that the patient had been experiencing chest pain since the implant of the promus element plus stent; however, they have ¿not been able to find anything through all the tests¿.